Event description:
Caller states, the pt tested 7.6 inr on the coaguchek xs plus system and 13.78 inr on a comparison lab. Pt was given 5mg vitamin k based on device result and coumadin was held. No adverse event reported. Requested return of suspect system and replacement was sent.